Event description:
Customer's mother reported son's cannula had slipped out of the infusion site which causes him to have high blood glucose of 394 mg/dl. There was no insulin being delivered. No other bg history or treatments were reported. Customer had the pod on for about 24 to 36 hours. Two attempts were made to contact her; on (B)(6) 2012, customer's mother called back but wasn't able to provide us with any more info on the pod but did restate that the cannula had come out.

Manufacturer narrative:
The pod was not returned for evaluation. Customer reported cannula slipped out of the infusion site. This condition could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."